Event description:
Livanova received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during an avr procedure as well as a replacement of the ascending aorta on (B)(6) 2018. The surgery occurred at (B)(6) hospital. Moreover, it was reported that the 3t system was tested positive for m. Chimaera on (B)(6) 2020. No information on product serial number is available.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and no further information has been made available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: no information was provided to support the investigation of this complaint, particularly with respect to the facility associated with the plaintiff. As a result, it was not possible to conduct a product-specific evaluation, confirm device involvement, or draw conclusions regarding potential causes. Given the limited information available, it cannot be excluded that the source of contamination may be related to the environment in which the device was used. However, the actual source remains undetermined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated corrective actions and a field action. The risk is in the acceptable region. No other specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.